Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, she was having issues with the insulin pump. She was attempting to enter her carbohydrates and the numbers kept scrolling on device without them being pressed. She replaced the batter and the device alarmed weak battery, she wasn't able to clear it. She replaced the battery again, it alarmed battery out limit, no delivery, and again she wasn't able to clear the alarms due to the buttons being unresponsive. She didn't know her blood glucose level at the time of the alarm. Customer stated she went through body scanner at the airport with the device, she was unaware she wasn't supposed to. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected battery out limit or weak battery alarms noted. The insulin pump was passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms or displacement anomalies noted. The motor was tested outside the insulin pump and passed. The bolus delivered properly, all bolus programmed during bolus. The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was programmed with test minilink and the glucose sensor communicated properly with glucose sensor simulator. No weak signal alarms were noted. The insulin pump was received with cracked case at display window corners, cracked display window, minor scratched lcd window and missing end cap sticker.